Manufacturer narrative:
No device is returning for evaluation. Because a lot number was not provided, a search of the device history record and complaint database could not be performed. Device is a permanent implant.

Event description:
On (B)(6) 2015, embolization was performed using embopshere 100-300 m on the same day, dc bead and histoacryl were used and epirubicin hydrochloride was administrated. On (B)(6) 2015 anaphylaxis was developed. On an unknown date, patient recovered from anaphylaxis. In the present case, anaphylaxis developed 2 weeks after administration of embosphere, and the course of development was unclear. Moreover, causative allergens were not identified as 2 other medical devices and 1 chemotherapeutic drug were concomitantly used with embosphere. Further investigation was thus performed. However, no information on the course of development or causative substances was provided. A causal relationship between embosphere and anaphylaxis was thus assessed as unclear. Anaphylaxis with use of embosphere was judged to be an unlisted event and assessed as serious (hospitalization).